Event description:
It was reported that a spectrum pump was alarming system error 322 during clinical use. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 322 which was observed while attempting to load a set. This was caused by a stuck lower hook switch on the lower auxiliary assembly. The lower auxiliary was replaced to correct this condition.